Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer called for her daughter, indicating that in the summer of 2017, daughter used tampon for 4 hours. Tampon pieces were left behind, causing tss. The daughter was hospitalized. Tss resulted in shock, sepsis, and drop in blood pressure. Tss and related symptoms have resolved. She is now experiencing a rash and has recurring staph infections and blisters due to tss.